Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that none of the buttons were working. Customer already took the battery out and put it back but it is not working. Customer just had the pump tucked in his boxers and did not know if the buttons were being pushed. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will not be replacing his pump because he already has a replacement pump in his ranch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.